Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 84404h70, product code kwp was cleared in the united states. (B)(4). This part is not approved for use in the united states; however a like device catalog # 84404h70, 510k # k000094 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a routine surgery to extend a growth rod. During the surgery, the connector could not be removed, the rod had to be cut and a new construct implanted. This caused increased morbidity to the patient and extension of surgery time.